Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. Roche field service engineer (fse) checked the analyzer and replaced two valves and tubing from a system reagent flow path. Following the fse intervention, no further issue was observed. The investigation determined the service actions resolved the issue. However, as several parts were replaced the exact cause of the issue remains unknown.

Event description:
The initial reporter stated they allegedly received discrepant low na electrode results for an unspecified number of patient samples tested on cobas 8000 cobas ise module. The customer alleged they were alerted by a doctor who questioned the na result for one patient sample as the result did not agree with the clinical picture of the patient. No specific data was provided for this patient sample. An unspecified number of patient samples were also affected as the na results were low in comparison to previous results of the patients. The following sodium results were provided as examples by the customer on (B)(6) 2024: patient sample 1 had a na value of 126 mmol/l. No re-run value of this sample was provided but the patient had a na value of 138 mmol/l for a previous sample. Patient sample 2 had a na value of 124 mmol/l. No re-run value of this sample was provided but the patient had a na value of 138 mmol/l for a previous sample.